Manufacturer narrative:
A driver broken at the distal tip was received and visually evaluated. A torque limiting handle was also received and tested with this driver and was found to be within specification.

Event description:
Reported as crosslink driver was broken during a revision surgery on (B)(6) 2017 to remove hardware and extend a level. The driver was broken within a crosslink. A backup driver was used to complete the surgery. No information available about if hardware being revised is x-spine manufactured hardware. Also no information about the manufacturer of the replacement hardware.